Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that after positioning a hypersoft embolization coil in a left anterior communicating artery aneurysm, the coil did not detach. During removal of the coil together with the microcatheter, the coil unexpectedly detached. A stent was implanted to fix the coil to the parent artery. The aneurysm was successfully treated. There was no reported patient injury, and the patient is currently reported to be doing well.